Manufacturer narrative:
Failure event observed during analysis. Final analysis found insulation abrasion at 7.8 cm to 8.0 cm from the lead tip which exposed the outer coil. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.